Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736036, serial/lot #: unknown. H2) please see the additional codes section for updated annex g code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information, regarding a navigation system being used outside of a procedure. It was reported, that the site was informing of intermittent failure of the navigation system to get to login prompt. The system was stuck in boot sequence with error "failed to start pulseaudio system server" and "watchdog bug: soft lockup, cpu#2 stuck for 22s". There was no patient involvement. Troubleshooting was performed. The rep was able to start the application from the grub menu. The site was able to backup planned cases, but the same error would occur after shutdown/startup.

Manufacturer narrative:
G2: foreign country: australia. H3: a manufacturer representative (rep), went to the site to test the navigation system. The rep tried a new solid state drive (ssd), but same issue. In the absence of new navigation system in stock, commercial team advised to use demonstration (demo) navigation system to repair system. The rep installed demo planning station and installed original ssd. The system functioned again. B01, c07, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
New planning station received. Ssd was moved from demo system to new system, and the issue was resolved.

Manufacturer narrative:
H2, h3) the 9736036 computer was returned to the manufacturer for evaluation. Findings and conclusions found that this computer passed all burn-in testing while using usb 1. When testing sound usb 1 had distortion in audible sound usb 2 produced no sound and usb 3 performed normally. When repeat sound test was performed usb 1 sound was normal, usb 2 still did not produce sound, and usb 3 passed sound. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.